Manufacturer narrative:
The actual complaint product was not returned for evaluation. No sample evaluation done on the verification site. There are no other similar complaints (serious adverse event) reported on this lot. Investigation has been completed based on current information. Retain sample evaluation was performed as per criteria; visual mantis inspection and vacuum tester for leakage. The results found that there was no sign of contamination in the 12 pieces of lenses. From the device history record finishing review, there are no any abnormalities observed during the manufacturing of this complaint lot. The lot met the release specification according to manufacturing procedure. The lot has undergone overkill sterilization cycle and the sterilization process parameter and bi incubation result also met specifications. There is no nonconformance reported during the manufacturing of this lot. No contributing factor identified in the manufacturing investigation. No product return for evaluation therefore no root cause identified for this investigation. No corrective action preventive (CAPA) will be addressed and the this complaint will be closed as inconclusive -no product returned.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the patient developed an eye infection with ulcers and scratches on both eyes (ou) approximately two weeks prior from wearing the complaint contact lenses. The patient never slept with contact lenses on and rinsed the contact lenses as required. The patient woke up one morning and both eyes were painful and inflamed. The patient went to the emergent care unit and was prescribed with an unknown oral antibiotic for one week. The patient followed up with an eye care professional (ecp) who indicated that the eyes were much better and was allowed to resumed contact lens wear in a week. The patient had been wearing eyeglasses and finished the antibiotics and the eyes felt much better.